Manufacturer narrative:
Follow-up # 1 07/07/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2011 with the following findings: during evaluation the force sensor flex connector was found to be damaged. During testing the pump did not detect the cartridge during the load cartridge phase and dispensed fluid.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.